Manufacturer narrative:
Bayer case number: (B)(4) intra-myometrial portion of 18 mm. [Embedded device], tiredness [tiredness] , asthenia with memory loss [asthenia] , asthenia with memory loss [memory loss] , hearing loss [hearing loss], muscular pain [muscular pain] , articular pain with tendency to tendinitis [joint pain] , tendonitis [tendonitis] , worsening headaches [headache aggravated] , episodic cutaneous lesions around lips [lip disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("intra-myometrial portion of 18 mm.") In a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (1 daughter born in (B)(6)2009.), allergy to metals, allergic rhinitis, gluten intolerance, perimenopause and hypothyroidism. The patient had a family history of carcinoma prostate. Concurrent conditions were listed as lip disorder, hypothyroidism, headache, tendinitis, joint pain, muscular pain, hearing loss, memory loss, asthenia and tiredness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3176 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("tiredness"), asthenia ("asthenia with memory loss"), amnesia ("asthenia with memory loss"), deafness ("hearing loss"), myalgia ("muscular pain"), arthralgia ("articular pain with tendency to tendinitis"), tendonitis ("tendonitis"), headache ("worsening headaches") and lip disorder ("episodic cutaneous lesions around lips"). The patient was treated with paracetamol and nefopam (nefopam hydrochloride) as well as surgery (bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered amnesia, arthralgia, asthenia, deafness, embedded device, fatigue, headache, lip disorder, myalgia and tendonitis to be related to essure administration. The reporter commented: she had 3 implants (2 in the right rube and 1 in the left tube). The surgery was complicated. Anteverted small uterus, thin endometrium. Essure is in place on the left with an intra-myometrial portion of 4 mm and presence of 2 essure side by side on the right with an intra-myometrial portion of 18 mm. Paracetamol 1g 3 tablets by day and nefopam 20 mg were prescribed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Intra-myometrial portion of 18 mm. [Embedded device] tiredness [tiredness] asthenia with memory loss [asthenia] asthenia with memory loss [memory loss] hearing loss [hearing loss] muscular pain [muscular pain] articular pain with tendency to tendinitis [joint pain] tendonitis [tendonitis] worsening headaches [headache aggravated] episodic cutaneous lesions around lips [lip disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("intra-myometrial portion of 18 mm.") In a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 (1 daughter born in (B)(6)2009.), allergy to metals, allergic rhinitis, gluten intolerance, perimenopause and hypothyroidism. The patient had a family history of carcinoma prostate. Concurrent conditions were listed as lip disorder, hypothyroidism, headache, tendinitis, joint pain, muscular pain, hearing loss, memory loss, asthenia and tiredness. On (B)(6)2015, the patient had essure inserted. On (B)(6)2023, 3176 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("tiredness"), asthenia ("asthenia with memory loss"), amnesia ("asthenia with memory loss"), deafness ("hearing loss"), myalgia ("muscular pain"), arthralgia ("articular pain with tendency to tendinitis"), tendonitis ("tendonitis"), headache ("worsening headaches") and lip disorder ("episodic cutaneous lesions around lips"). The patient was treated with paracetamol and nefopam (nefopam hydrochloride) as well as surgery (bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered amnesia, arthralgia, asthenia, deafness, embedded device, fatigue, headache, lip disorder, myalgia and tendonitis to be related to essure administration. The reporter commented: she had 3 implants (2 in the right rube and 1 in the left tube). The surgery was complicated. Anteverted small uterus, thin endometrium. Essure is in place on the left with an intra-myometrial portion of 4 mm and presence of 2 essure side by side on the right with an intra-myometrial portion of 18 mm. Paracetamol 1g 3 tablets by day and nefopam 20 mg were prescribed. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.